Manufacturer narrative:
The lens was repositioned and remains implanted. "Patient is comfortable with 6/6 vision." (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -8.0/+3.5/062 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2017. The surgeon notes refractive surprise, lens rotation, blurred vision, and "residual power."